Manufacturer narrative:
Information regarding suspect medical device: regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use precaution: "hemospray is inert and non-toxic. As a granular material, unintentional exposure to the powder may cause potential irritation to the skin, eyes, and lungs." The instructions for use also instructs: "prior to removing the hemospray device from the patient, turn red valve to closed position." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The following was reported per the cook area representative. [A staff member] "disconnected the catheter from the deployment system outside of the patient after the procedure. They [the staff member] had not turned the device off. So, when they disconnected it, the device sprayed hemospray in a member of the staff's face. The staff member was not wearing personal protective equipment and the staff member inhaled the spray. The staff member had to be admitted to the hospital because of this." Per the customer on 05-feb-2019: the incident took place on (B)(6) 2019. The procedure was an egd. Hemospray was used once successfully on the patient's bleeding site without problem. They used a 7 fr. Catheter, but the device or packaging was not saved, so I do not have the lot number etc. The patient had no adverse effects. The staff member removed catheter from patient post procedure, removed the catheter and held the device over trash can and began to unscrew red knob on the bottom. She said the stopcock on top of device was in off position. She then heard a loud hissing noise and voiced concern to another staff member that she hoped she did not inhale anything. The staff member reported to us on the following saturday morning that she felt like she had inhaled some of the content at that time. She experienced, hoarseness, tightness in her chest, and persistent cough. She was advised to go to the emergency room (ER) for treatment, was admitted and discharged on sunday from hospital. The following information was received on 19-feb-2019: our staff member went to the emergency room on (B)(6) 2019 for upper respiratory symptoms after inhaling the powder on thursday afternoon prior. They did a chest x-ray, computerized tomography (CT) of chest, and lab work. They called poison control with product name, etc. But were told they had never heard of this product. She had an albuterol treatment, a solu-medrol intravenously (IV), and was admitted overnight for observation. She was discharged sat. [Sunday] afternoon on benadryl, prednisone and cough medicine. She feels like it must have been the powder she inhaled because the sound was like a "poof" that came up to her face (that is how she described it). The staff member was admitted to the emergency room and kept overnight. She had an albuterol treatment, a solu-medrol IV and was discharged on following day with benadryl, prednisone and cough medicine.